Manufacturer narrative:
The customer inspected the unit. The vacuum pump was replaced to resolve the odor/smells issue.

Event description:
A customer (asp trained biomed) reported an event of a "burnt electrical odor" emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Method: materials and chemistry evaluation. Results: degradation problem. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The vacuum pump was not returned for functional evaluation. The assignable cause of the odors/smells issue is the vacuum pump. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue has been resolved at the customer facility. Asp will continue to track and trend this issue.